Event description:
It was reported that the safety valve test failed during system check out. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Our company field service engineer investigated the anesthesia system at the hospital. A damaged safety valve was detected and it was replaced. The anesthesia system was successfully tested and was cleared for clinical use. We have not received the device logs or the replaced part for further investigation. Therefore, we have not been able to either confirm the issue or determine the true cause of the reported event.

Event description:
Manufacturer's reference number: (B)(4).